Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported information regarding a patient. It was reported that the patient had a problem with their implantable neurostimulator (ins) never being able to charge past 50%. It was stated that the patient had died due to lung cancer and copd, and was not related to the device or therapy. No patient symptoms were reported. The patient¿s identifying information was not provided. Indication for use is unknown.